Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device tripped elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited increased capture threshold to high levels, which may have caused the battery depletion. The lead remains in use. No patient complications have been reported as a result of this event.